Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease (ckd).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was learned via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve, implanted for three (3) years and two (2) months, was explanted due to calcification, severe aortic stenosis, regurgitation, and perivalvular leak. The explanted device was replaced with an 23mm 11500a valve. Per medical records, the patient initially presented with sob and stage iii diastolic dysfunction. The patient underwent re-do avr with a 23mm inspiris valve, repair of sinus of valsalva pseudoaneurysm with a patch closure, and CABG x1. Intraoperatively findings include the valve being severely degenerated with clear dehiscence of the valve at the right/left commissure causing a large pvl. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Postoperative echo showed a normally seated prosthesis with no evidence of perivalvular leak. The patient tolerated the procedure well and the patient was noted to be in recovery post procedure. The patient was transferred to the ICU in critical condition. The patient was discharged on pod #12.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve, implanted for three (3) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Post op patient's status noted in recovery.